Event description:
During an angio procedure an 0.018 wire allstar was put in and a silverhawk sx was placed. During one of the passes they had to withdraw the silverhawk and the device became stuck and the wire coiled around the device and patient was taken to the or for removal. No long term patient harm.